Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit passed all functional tests and all video output signals and images met olympus standards. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost and a "reset" was performed 4 times to resolve the problem. There was no patient injury, associated with the problem, reported to olympus.

Event description:
Additional information provided by the user facility indicated the screen went black multiple times during an esophagogastroduodenoscopy procedure. The intended therapeutic procedure was completed using another similar device. A delay of less than 15 minutes occurred while the patient was under monitored anesthesia care. There was no adverse health to the patient that occurred, attributed to the delay.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the cause of the event could not be determined. No failures were observed on the subject device during the device evaluation. Olympus will continue to monitor the field performance of the device.